Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed that there were numerous kinks throughout the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the end of the collar and the distal shaft. Examination presented no damage to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a break occurred. The chronic total occlusion target lesion was located in the right coronary artery (rca). As the guidezilla¿ extension catheter was pulled from the guide catheter the shaft separated at the collar. The procedure was completed, no patient complications were reported and the patient status is fine.

Event description:
It was reported that during a percutaneous coronary intervention, a break occurred. The chronic total occlusion target lesion was located in the right coronary artery (rca). As the guidezilla¿ extension catheter was pulled from the guide catheter the shaft separated at the collar. The procedure was completed, no patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).